Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the insertion site. The product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l45759. Expiration date changed from unavailable to 11/9/2021. Model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425 correction to g(5): PMA/510(k) # changed from k192659 to k162296. Unique identifier (UDI) # changed from (B)(4). Correction to h(4): device mfg date changed from unavailable to (B)(6) 2020

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 24 and 36 hours. Prior to pod removal, the pod's cannula was found to be dislodged from the infusion site (arm). As treatment, a new pod was applied.